Event description:
According to the initial information received, the patient implanted with this 32mm amplatzer septal occluder (aso) had an insufficient inferior vena cava rim (0 mm). First, a 30mm aso was implanted, but was replaced when the aso was found to be too small. Next, a 32mm aso was implanted but embolized 24 hours later. The device was surgically retrieved, and the defect was surgically repaired. Imaging was requested; however, no images were provided. If this device is later returned for analysis, an amended report will be sent.

Manufacturer narrative:
Device has not been returned.

Event description:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Manufacturer narrative:
The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into a test 10f amplatzer torqvue delivery system loader and deployed without any deformities. Also, during manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.